Event description:
Additional information received on 12/15/2023 for report mw5147737 to update device procode and manufacturer.

Event description:
Using nottingham one step 6fr-10fr x70 using during case with xray and it broke, all pieces retrieved.